Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. It was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor passed the motor test. Device had a scratched display window. Low reservoir alarm and off no power alarm functioned properly. Device passed the displacement, self test, unexpected restart error test and basic occlusion test. All operating currents are within specification and no motor error alarm was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed motor error during bolus delivery prime. Blood glucose value was 523 mg/dl; treated with manual injection. The drive support cap is recessed. The device was not exposed to a magnetic field. The device passed the displacement test. Most recent blood glucose was 260 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.